Event description:
Patient undergoing treatment in the left anterior descending (lad) artery was considered a "severe case" and an intravascular imaging catheter (ivus) was employed to evaluate the lesion. Several attempts to evaluate the lesion were performed until successfully imaging was completed. However, during withdrawal of the catheter, the flow ceased in the lad and the patient was subsequently taken to the operating room. The current condition of the patient is unknown.

Event description:
Patient undergoing treatment in the left anterior descending (lad) artery was considered a "severe case" and an intravascular imaging catheter (ivus) was employed to evaluate the lesion. Several attempts to evaluate the lesion were performed until successfully imaging was completed. However, during withdrawal of the catheter, the flow ceased in the lad and the patient was subsequently taken to the operating room. The current condition of the patient is unknown.

Manufacturer narrative:
The complaint device,was not available for evaluation; therefore product inspection could not be performed. The lot number was not provided and a ship history review identified two possible batches that the subject device could have come from. Device history record (DHR) reviews for these two batches found no issues or discrepancies. Additionally, no similar complaints were found. The device labeling and directions for use were reviewed and revealed the following: warning: "do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The reported event is a known and anticipated complication to these types of procedures and is listed as such in the device dfu, "the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity inclusive of vessel occlusion and abrupt closure. It should be noted that the device was used successfully to image without issue, suggesting that there was no device malfunction; therefore a root cause of anticipated procedural complication was assigned to this event.